Event description:
Pt implanted with va lcp plate and 2.7mm va locking screws on an unk date. Pt complained of pain and va lcp plate and 2.7mm va locking screws were removed. Surgeon removed broken fragment of drill bit (323.062) that was left in pt during the initial procedure (tmt fusion of subtalar fusion). Hardware was discarded by hospital. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
The review of the DHR shows no anomalies. The device will not be returned for investigation.